Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was not getting effective pain relief despite reprogramming was attempted. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted to address the issue.